Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test on his adc blood glucose meter due to the meter powering on with button press but not with test strip insertion. On (B)(6) 2018 at approximately 3:30pm, customer experienced ¿shaking¿ and self-treated by drinking water. Paramedics were called and transported the customer to a hospital where a blood glucose result of 439 mg/dl was obtained on a hospital meter at approximately 4:00pm. Customer was diagnosed with hyperglycemia and treated with ¿2 bags¿ of intravenous fluids (unspecified). No further treatment was provided. Customer mentioned he "controls (his) diabetes with proper diet" and is "not taking any medications for (his) diabetes". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression and with strip insertion. A port issue was not observed. The complaint is not confirmed. This also serves as a correction report. (PMA 510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported being unable to test on his adc blood glucose meter due to the meter powering on with button press but not with test strip insertion. On (B)(6) 2018 at approximately 3:30 pm, customer experienced ¿shaking¿ and self-treated by drinking water. Paramedics were called and transported the customer to a hospital where a blood glucose result of 439 mg/dl was obtained on a hospital meter at approximately 4:00 pm. Customer was diagnosed with hyperglycemia and treated with ¿2 bags¿ of intravenous fluids (unspecified). No further treatment was provided. Customer mentioned he "controls (his) diabetes with proper diet" and is "not taking any medications for (his) diabetes". There was no report of death or permanent injury associated with this event.